Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the first valve was crushed with the delivery balloon when post dilating. The patient had mild leak with 2 jets so the decision was made to post-dilate with 1 additional cc. The valve was re-crossed with a wire and guide. The operators questioned if they went through the valve. An echo was done to confirm wire placement and the delivery balloon re-crossed the valve and inflated. The patients blood pressure was low and not recovering, valve looked crunched, root shot revealed a large amount contrast going through the valve. At first the operators did not think it was the valve. A closer look determined that the valve looked "crunched" and not right. It was then determined that the wire and balloon was through the perileak and the valve was crunched over with the balloon. A new valve was placed, and the patient recovered with no leak and an invasive gradient of 2. Per medical record review, the transthoracic echocardiography (tte) showed that there was mild paravalvular leak (pvl). The operator felt this was no need for any further interaction with the implanted valve, so the guidewire was removed from the left ventricle (lv) and the aortic valve annulus. However, under further echocardiography, it was discerned that the pvl was more significant than first thought. A decision was made to post dilate the deployed valve with an extra 1 cc of fluid in the balloon. The guidewire was placed through the bioprosthetic valve into the left ventricle (lv) apex with apparent ease, and the edwards balloon was then threaded over the guidewire and across the valve. However, when the operator inflated the balloon with the extra 1 cc of fluid, the patient became hypotensive and there was severe aortic insufficiency (ai). Using echocardiography on the long axis, it was discovered that the first sapien valve was crushed at the non/left cusp. The decision was made to implant a second 23mm s3u in the aortic position fully crushing the first sapien valve. This second implantation in the aortic position was successful and there was no pvl. There was no evidence of any annular rupture, dissection, coronary obstruction, or pericardial effusion. The patient tolerated the procedure well despite the severe brief hypotension.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06402.

Manufacturer narrative:
Update to h6; component code, type of investigation, investigation findings, investigation conclusion. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. Procedural imageries were provided, and the following was observed: the first valve appeared to be crushed and the second valve was successfully deployed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. Manufacturing mitigation review found that during incoming inspection of the components, the valve frames are: 100% dimensionally inspected, 100% visually inspected for material loss, fracture/cracks, distortion, poor finish, holes and protrusions. After cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. During manufacturing, all sapien 3 ultra valve assemblies undergo the following inspections: the in-process sapien 3 universal valves are 100% visually inspected for valve od (outer diameter). During the final assembly, the sapien 3 ultra valves are 100% visually inspected before and after holder attachment during manufacturing. Prior to final packaging, 100% visual inspection of the valves were performed to ensure there was no damage to the valves. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the provided imagery. A review of DHR, lot history, complaint history, and manufacturing mitigation did not provide any indications that a manufacturing non-conformance would have contributed to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, "during a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the first valve was crushed with delivery balloon when post dilating. The patient had mild leak with 2 jets so the decision was made to post-dilate with 1 additional cc. The valve was re-crossed with a wire and guide. The operators questioned if they went through the valve. An echo was done to confirm wire placement and the delivery balloon re-crossed the valve and inflated. The patient's blood pressure was low and not recovering, valve looked crunched, root shot revealed a large amount contrast going through the valve. At first the operators did not think it was the valve. A closer look determined that the valve looked "crunched" and not right. It was then determined that the wire and balloon was through the peri leak and the valve was crunched over with the balloon". Per the medical review "the guidewire was placed through the bioprosthetic valve into the left ventricle (lv) apex with apparent ease, and the edwards balloon was then threaded over the guidewire and across the valve. However, when the operator inflated the balloon with the extra 1 cc of fluid, the patient became hypotensive and there was severe aortic insufficiency (ai). Using echocardiography on the long axis, it was discovered that the first sapien valve was crushed at the non/left cusp." As such correct guidewire placement through the valve was not achieved. As a consequence of incorrect guidewire placement, the balloon did not expand inside the first valve but to the side of it during post-dilation. Thus, leading to the reported "crushed" valve and frame damage. In this case, available information suggests that procedural factors (post-dilation balloon inflated at the side of valve frame due to misplacement of a guidewire) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.